Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriasis, adhd, bipolar disorder, anxiety and depression. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), hydroxyzine, medroxyprogesterone acetate (depo provera) and risperidone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), vaginal haemorrhage ("abnormal bleeding (vaginal) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods), urinary tract infection ("uti"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, urinary tract infection, fatigue, hormone level abnormal, visual impairment, weight decreased, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, urinary tract infection, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: essure insertion date discrepancy(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results of confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events added- abnormal bleeding (vaginal) , abdominal pain. Aka name added, patient demographics, reporter added, essure insertion date updated , events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, urinary tract infection, fatigue, hormone level abnormal, visual impairment and weight decreased outcome was unknown. The reporter considered back pain, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, urinary tract infection, visual impairment and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea & new events- back pain, menorrhagia, metrorrhagia, perforation: fallopian tubes, uti, fatigue, hormonal changes, vision problems, weight loss, were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.